Event description:
A technician reported that approx. One week following lasik surgery, multiple pts presented with "rainbow glare." Per the technician, all of the pts had surgery on the dame date. The flaps were observed on these pts, but nothing out of the ordinary was noticed. The number of pts was not provided and not pts were identified. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts to obtain add'l info have been made. No new info has been received. (B)(4).